Manufacturer narrative:
Unit received with cracked case at display window corners, display window and reservoir tube lip. Unit received with minor scratched lcd window, missing end cap sticker, and broken battery tube threads. Unit passed rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test.(B)(4).

Event description:
The customer's husband reported via phone call that the battery compartment was cracked on the insulin pump. The battery compartment was also missing a piece. Customer's blood glucose level was 461 mg/dl. The customer took a shot to treat her high blood glucose level. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.